Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Analysis was unable to perform operating currents due to blank display. The insulin pump was also received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin pump alarmed. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.